Event description:
It was reported that there was an erroneous result, hb result was incorrect with a bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes. Potentially 2100 tubes are affected by this, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: wrong hemoglobin result. Customers got wrong hb result when using edta 4ml, tubes weren't stable. Customers got wrong hb result when they using edta 4ml compare with the real situation of patients (7 cases in total 200 cases), after they recollected sample and tested, they got the hb normal result.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples of the incident lot were selected from bd inventory for evaluation and testing and upon completion, no issues relating to abnormal results were observed as all results demonstrated satisfactory performance. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. When using a winged blood collection set for venipuncture, a discard tube must be used to fill the blood collection set tubing¿s ¿dead space¿ with blood. The discard does not need to be filled completely. This step will ensure maintenance of the proper blood-additive-ratio of the specimen. The discard tube should be a non-additive or coagulation tube. Evaluation of laboratory instrumentation regarding reproducibility/repeatability may be of value. Investigation conclusion: based on evaluation of the retain samples, the customer¿s indicated failure mode for abnormal results with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was an erroneous result, hb result was incorrect with a bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes. Potentially 2100 tubes are affected by this, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: wrong hemoglobin result. Customers got wrong hb result when using edta 4ml, tubes weren't stable. Customers got wrong hb result when they using edta 4ml compare with the real situation of patients (7 cases in total 200 cases), after they recollected sample and tested, they got the hb normal result.